Event description:
A renegade hi flo catheter was used for therapeutic cranial embolization. It was reported the catheter broke at the proximal part which feeds into the toughy-borst system. When flushing the catheter, particulate came out of the catheter outside of the pt.